Event description:
It was reported that the (attention, charge pak and wrench) icons of the device were displayed and it would not power on. There was no pt involvement associated with the event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device at the failure analysis ctr and verified the reported no power failure. The device internal batteries were depleted due to an excessive current leakage in the powered-off state. Physio further evaluated the device's analog pcb assembly and determined that root cause for the failure to be an electrically leaky capacitor, designator c177. A replacement device was provided to the customer.